Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that the battery stopped working as soon as the shot started. It was not possible to complete it. They manually retracted the blade. Also in the safety trigger there was a loose spring. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 7/20/2022 h6: health effect impact code.